Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0205838973, implanted: (B)(4) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(4) 2012, product type: extension. (B)(4).

Event description:
It was reported the patient had a knee surgery on the morning of the report. Unipolar electro cautery was used and the patient had general anesthesia. The device was ¿deactivated¿ before the procedure, but not ¿followed up¿ prior. After the surgery, a ¿follow up¿ was done and high impedances on the lead were measured. Impedance measurements were greater than 4,000 ohms. Reprogramming was also noted as troubleshooting. As a result, the device was ¿deactivated¿ and it was unknown if the patient was to have a revision. It was also stated the device was ¿unable to be activated because of the impedance.¿ the patient had not been to any follow up appointment prior to the knee surgery, but noted that therapy was effective. A follow up report will be sent if additional information is received.